Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose. The customer's blood glucose was 524mg/dl at the time of incident and current blood glucose is 560 mg/dl. Trouble shooting was performed and found treated the high blood glucose with fast acting insulin. Customer removed the needle guard for the mio infusion set prior to inserting and believes that could be the reason for the high blood glues. No other issues were found with the device. Customer declined trouble shooting for high blood glucose. The insulin pump will not be returned for analysis.